Event description:
During placement, wire uncoiled when pulling out from red port during cath exchange. PICC wire appeared to be cut or damaged. Cut portion and PICC saved. X-rays reviewed. There was no clinical evidence that wire debris was left in patient.